Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker complained of redness and warmth around the device pocket. Boston scientific technical services (ts) advised to contact the clinic. Additional information indicated that the patient had an infection with sepsis. The patient was treated with antibiotics and the pacemaker was explanted. No additional adverse patient effects were reported.